Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the pump was hot to the touch. It was noted that there was damage to the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: there was no evidence of moisture in the battery compartment. Battery was not returned with the pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture ingress observed. The pump powers on with display remaining blank. After exercising the pump for a few minutes the pump began to get warm. The display screen was removed and a test display screen was used. When a test display was used the current draws were normal. Pump powered on normally and was exercised for 4 hours, no overheating or alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.